Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg became inoperable. Troubleshooting was unable to resolve the issue, but further troubleshooting is pending.

Manufacturer narrative:
Based on information obtained, the issue should not have been submitted as a reported. Logs were analyzed and no connectivity issues were found. There is no malfunction.